Event description:
The patient contacted baxter's technical service center regarding a high drain 104/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) during use during drain 4 of 4. The patient stated he was in a hurry that morning and when he saw the alarm he cycled the power off and on. When he cycled power on that evening the alarm was still displayed. The technical service representative (tsr) assisted the patient with clearing the alarm. The tsr explained the alarm. The tsr advised the patient to let his registered nurse (rn) know about the alarm. The tsr reviewed the total ultrafiltration (uf) and it equaled 2119ml. The cycle 4 uf equaled 3010ml, the cycle 3 uf equaled 279ml, the cycle 2 uf equaled -1283ml, and the cycle 1 uf equaled 214ml. The tsr asked the patient what happened during drain 2 and the patient stated he was having repeated low drain volume alarms so he bypassed the drain. The programmed fill volume equaled 2900ml. The total volume equaled 12000ml. The total fill volume equaled 11645ml. The alarm was explained and cleared. The patient would speak with his rn. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(4) 2012, regarding the reported events. The rn stated she was not aware of the iipv. Product surveillance explained that during drain 4 of 4 the patient drained 5910ml, and that the patient bypassed a low drain volume alarm during drain 2 of 4. The rn stated she would follow up with the patient regarding these events. There was no patient injury or medical information reported. No further information was available.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for an increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was insufficient drain due to a false empty detect and use error, an inappropriate bypass of a low drain volume alarm, not including the initial drain. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.